Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated to right and left lower flank with cooladvantage, coolcurve+, right and left upper flank with cooladvantage, coolcurve+ and right and left bra fat with cooladvantage, coolcurve on (B)(6) 2018. Patient developed paradoxical hyperplasia (pah/ph) 60 days after treatment. Patient felt the area enlarging and developed a stinging sensation periodically throughout the treatment areas. Diagnosed on (B)(6) 2018 to the upper and lower flanks and bra fat. Pah described as tissue was firm and fibrous in the treated area.

Event description:
Allergan aesthetics received a report of a female patient treated to right and left lower flank with cooladvantage, coolcurve+, right and left upper flank with cooladvantage, coolcurve+ and right and left bra fat with cooladvantage, coolcurve on (B)(6) 2018. Patient developed paradoxical hyperplasia (pah/ph) 60 days after treatment. Patient felt the area enlarging and developed a stinging sensation periodically throughout the treatment areas. Diagnosed on (B)(6) 2018 to the upper and lower flanks and bra fat. Pah described as tissue was firm and fibrous in the treated area.